Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The customer reported there was patient involvement; but it was unknown if there was any harm to the patient or user.

Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The customer reported there was patient involvement; but it was unknown if there was any harm to the patient or user. Follow up was performed and it was reported that there was no knowledge of patient harm.